Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a prolonged low blood glucose (bg) of less than 54 mg/dl. The user stated they took insulin but did not eat a meal and subsequently fell asleep on the couch. The user's husband found them slumped over and administered a glucagon injection to raise their bg levels. The event lasted approximately three hours. The user reported feeling sweaty and disoriented but did not require professional medical intervention. The ilet device provided low bg alerts. No long-term health effects were reported.